Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radiculopathy. It was reported that there was pain that was unknown whether any of it can be attributed to a potential device or stimulation therapy issue. This was considered a sudden change in therapy/symptoms that started in (B)(6) 2016. The patient is having difficulty with feet and legs that is making the patient feel incapacitated. He cannot stand up and cannot walk more than 50 feet. The implantable neurostimulator was implanted to treat neuropathic pain in his right leg/foot and abdomen. The patient also states his knee cap is sitting sideways. The patient has unrelated co-existing morbidities prior to the implantable neurostimulator being implanted which include: poor blood circulation in the legs and necrotic dead bone tissue in the knee joint. The patient also has a burning and stinging in his toes, under the toes and the bottom of the feet. The patient has an unrelated knee infection and has needed to revision of his knee replacement. The patient had diverticulitis surgery and spinal surgery in 2000 and temporary paralysis as a result of the pre-existing injuries. These were unrelated to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.